Event description:
It was reported the patient had recharge burden because of her high frequency settings. The physician replaced the ipg (implantable pulse generator) to a non-rechargeable type to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.